Event description:
It was reported that after use of the retriever in the occluded left anterior cerebral artery and left middle cerebral artery, an intracranial bleeding occurred. The physician believed that recanalization caused the intracranial bleeding. The patient died approximately 7 days post procedure due to cerebral herniation. No additional information is available.

Manufacturer narrative:
The subject device is not available for analysis; therefore, analysis cannot be performed. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. There is also no indication that the subject device malfunctioned. However, hemorrhage and patient outcome of death are known risks associated with endovascular procedures and are noted as such in the directions for use (dfu). Therefore, a root cause of anticipated procedural complications has been assigned to this event.

Event description:
It was reported that after used of the retriever in the occluded left anterior cerebral artery and left middle cerebral artery, an intracranial bleeding occurred. The physician believed that recanalization caused the intracranial bleeding. The patient died approximately 7 days post procedure due to cerebral herniation. No additional information is available.

Manufacturer narrative:
Subject device is not available.